Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes experienced underfill or low draw of a tube with blood. This event occurred 50 times. The following information was provided by the initial reporter and translated to english: the customer stated ¿the tube does not fill completely, the edta tube place in 3 or 4th position doesn't fill correctly and if there is a other tube behind there is no problem¿.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, (B)(6)retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes experienced underfill or low draw of a tube with blood. This event occurred 50 times. The following information was provided by the initial reporter and translated to english: the customer stated ¿the tube does not fill completely, the edta tube place in 3 or 4th position doesn't fill correctly and if there is a other tube behind there is no problem¿